Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, carrier tube, and header bag. The device was subjected to visual analysis. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The temperature dot is activated on the header bag. The sheath tip was already cut on the returned device, exposing the anchor. The complaint can be confirmed for a nondeployment device pullout. The returned device was fully assembled with the sheath cut, exposing the anchor. The exact root cause cannot be determined. The likely cause is there was obstruction to the sheath tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that they had a patient with carotid artery stenosis, an 8f angio-seal was selected for closure after the operation. After the surgeon assembled the sheath tube and the dilator, the assembled device was inserted into the puncture point through the guide wire provided by the product. Blood was sprayed from the bleeding hole; the sheath tube was withdrawn to the non-bleeding position and then re-inserted to the just-bleeding position. After confirming the position, the dilator and the guide wire were withdrawn together. After inserting the carrier tube into the sheath tube and hearing two sounds, the carrier tube and the sheath tube were pulled back as a whole. Then the sheath tube and the carrier tube were removed the body. After fluoroscopy, no anchor was found inside the body. After cutting and check the sheath tube, it was found that the anchor was deployed normally. Then manual compression was performed to stop bleeding. The patient was stable and there was no blood loss.

Manufacturer narrative:
A1: patient identifier: requested, unknown. A2: date of birth: requested, unknown. A4: weight: requested, unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact name: requested, unknown. E1: telephone number: requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.